Event description:
Reported as "port infection with lap band removal".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: oct 30, 2006. Only the lap band was returned. The access port associated with this report was not returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Analysis of the device returned also noted surgical-like damage to the ring of band and the band tubing. We believe all of the damage was likely caused during surgery to remove the device. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.